Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g2, h2, h4, h6 and h11. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. A root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the airway mobilescope forceps channel was not being brushed up to now (the customer has not been cleaning the devices per olympus IFU). The issue occurred during reprocessing. There was no patient involvement.